Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the system 1 was not able to run on battery power. A battery error message was displayed. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
MFR received the software data logs on (B)(4) 2012 for eval. Per the subsidiary service engineer, the perfusionist does not routinely check the batteries capacity before starting case. A nurse accidentally kicked the power cord during set-up and it disconnected the unit from wall socket. After this happened, the machine went down and did not run on battery. The subsidiary service engineer suspected the batteries and had them re-charged. The batteries were found to be charged and operational.